Manufacturer narrative:
For the investigation the logfiles were analysed. The root cause for the described issue was a faulty potentiometer which resulted in the alarm message "poti unplugged". In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In case the key "alarm reset" is pressed during such a technical failure, the display switches to service mode. By twiddling the controllers the device would be maintained properly. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device ceases to ventilate. Message "please contact draeger" was displayed. No injury reported.